Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("foreign body retained three years post hysterectomy"), pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder type of disorder: unknown") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, throat sore, pharyngitis, adenomyosis, hemorrhagic cyst, endometrial ablation, woman of childbearing potential, mitral valve prolapse and ovarian cyst nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type: can't wear jewelry long"), rash ("rashes or skin conditions type: haven't seen doctor ,have rashes"), dry skin ("get dry patches and bubbles on hands sometimes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), alopecia ("hair loss"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes describe: "I'm always all over the place") and weight increased ("weight gain / loss specify which one : weight gain"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed) ; unilateral salpingectomy ¿ right), total hysterectomy (uterus and cervix removed) ; unilateral salpingectomy right) and underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, dry skin, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, weight increased, irritable bowel syndrome, gastrooesophageal reflux disease, alopecia and abdominal pain was resolving, the dysmenorrhoea outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, device breakage, dry skin, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted of insertion date - (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on an unknown date. Concerning injuries reported in this case the following ones were described in patient medical records: menorrhagia, anxiety ,dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received- previously reported event ¿injury¿ updated to ¿pain/ pelvic pain¿, events- ¿abnormal bleeding (general), hormonal changes describe: "I'm always all over the place, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction type: can't wear jewelry long, autoimmune disorder type of disorder: unknown, rashes or skin conditions type: haven't seen doctor ,have rashes, get dry patches and bubbles on hands sometimes, bladder problem, urinary tract problem, migraines, headaches, dental problems, dysmenorrhea (cramping), pain/ pelvic pain, weight gain / loss specify which one : weight gain, gastrointestinal or digestive system condition type: ibs, gastrointestinal or digestive system condition type: gerd, foreign body retained three years post hysterectomy, hair loss, fatigue, abdominal pain¿, reporter, medical history, lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('foreign body retained three years post hysterectomy'), pelvic pain ('pain/ pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder type of disorder: unknown') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, throat sore, pharyngitis, adenomyosis, hemorrhagic cyst, endometrial ablation, woman of childbearing potential, mitral valve prolapse and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 11 months after insertion of essure. In september 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), anxiety ("hormonal changes describe: anxiety") and depression ("hormonal changes describe: depression"). In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one : weight gain"). In (B)(6) 2012, the patient experienced dry skin ("get dry patches and bubbles on hands sometimes") and tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dermatitis contact ("allergic or hypersensitivity reaction type: can't wear jewelry long"), rash ("rashes or skin conditions type: haven't seen doctor ,have rashes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), headache ("headaches"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes describe: "I'm always all over the place"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed) ; unilateral salpingectomy ¿ right), total hysterectomy (uterus and cervix removed) ; unilateral salpingectomy right) and underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dysmenorrhoea, anxiety and depression outcome was unknown, the pelvic pain, genital haemorrhage, autoimmune disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, dermatitis contact, rash, dry skin, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, weight increased, irritable bowel syndrome, gastrooesophageal reflux disease, alopecia and abdominal pain was resolving and the fatigue had resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, bladder disorder, depression, dermatitis contact, device breakage, dry skin, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted of insertion date - (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion.; on (B)(6) 2011: it worked. Tubal occlusion both sides. Concerning injuries reported in this case the following ones were described in patient medical records: menorrhagia, anxiety ,dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: anxiety, depression. Onset date of event vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, weight increased, dry skin, tooth disorder, fatigue, gastrooesophageal reflux disease was updated. Lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.